Event description:
It was reported that there was a loss of capture (loc), that appeared to have a right ventricular (rv) intrinsic rhythm. The patient then went into ventricular tachycardia (vt) and was successfully treated with anti-tachycardia pacing. The patient has a left ventricular assist device and threshold had not been checked since 2017. The field representative could not recreate the noise and the physician adjusted the sensitivity. Additional information was later reported that this rv lead had noise oversensing with pacing inhibition around four to five seconds. Additionally, the pace impedance was noted to have climbed gradually, to out of range levels. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.